Event description:
It was reported that the patient was in a lift when it tipped over. When the aid tried helping the patient up, the lift tipped and fell on the aid. The aid had unspecified injuries and it is unknown if the aid received medical attention. It is unknown if the user was injured. Should additional relevant information become available, a supplemental report will be submitted.